Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: visual examination of the returned product/provided pictures identified signs of repeated use. There are nicks and gouges on the strike plate and also on the curved ends of the inserter. The inserter end cap is fractured into 2 pieces. The device has a possible field age of over 6 years. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was inserting the implant the plastic tip fractured on the instrument. There was no foreign body retained or harm to the patient reported.